Manufacturer narrative:
The customer¿s report of an overinfusion of kcl was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. The pump module event log shows that at 12:51pm on (B)(6) 2016 the module was programmed to infuse a primary infusion at 1ml/hr with a vtbi of 200ml. At 5:58pm, the device was programmed to infuse a secondary infusion at 20ml/hr with a vtbi of 50ml. At 6:42pm, the device was paused and subsequently channeled off. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The primary and secondary sets were not returned for investigation and were not able to be tested for the possibility of backflow due to a faulty check valve. The root cause of the customer¿s report of an overinfusion of kcl was not identified.

Event description:
The customer reported that kcl 10 meq/50 ml to infuse at 20ml/h for 2.5 hours was hung as a secondary infusion to a primary of ns at 1 ml/hour. The medication was double checked by 2 rn's. After about 15 minutes of the infusion, the patient's blood pressure began to decrease, and the cardiac monitor showed pvc's greater than 10/minute. The intensivist was notified and cardiology was called. At this time, the pacemaker also initiated electrical pulses and the cardiac monitor read a lower hr than the pacemaker was set at. The kcl infusion was again double checked and found to be running correctly. A serum potassium of greater than 7 was obtained on the istat at 1840 and the kcl pump was immediately paused. At this time, the pump was again checked and found to be programmed correctly, however the entire bag of kcl had infused. The intensivist and charge rn were immediately notified and cacl and sodium bicarb were given; within 20 minutes, the patient had returned to baseline. The biomed team reported they ran through a full checkout of the pump, to include performing all of the preventive maintenance tasks; they found no issues and all test procedures passed successfully.